Event description:
It was reported that a missed alert occurred. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).